Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports nasal drainage & acid reflux. Allergy testing done x2 with negative findings. The customer was prescribed nasal steroid flushes and nasal sprays for the nasal drainage. Md also gave medication for acid reflux - the cause of the acid reflux is unknown.